Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to perform assign, pend, destock, outdate, unload, or cubie map functions and system displayed ¿one or more errors¿ and logged the user out. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the customer unable to perform assign, pend, destock, outdates, unload and cubie map. A technical support specialist (tss) referred to the knowledge article medes total database size larger than used db size shrink dsclientoltp and verified that the total size was 4823 kb and the used size was 3789 kb. The tss applied the database shrink kb query via cmd and confirmed that the size had been reduced. The customer confirmed there were no issues and proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.